Event description:
Patient representative reported against left side ¿emotional distress including fear and anxiety of developing cancer¿, ¿accumulation of foreign and adulterated silicone particles in their bodies¿, ¿inflammation¿, and ¿physical pain and suffering from explanation¿. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details cannot be requested. No additional information is available at this time. Reason for reoperation: silicone migration.